Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulmonary vein isolation a farawave catheter was selected for use. Transseptal access was obtained using a non boston scientific sheath and needle. After crossing the septum, the farawave catheter was introduced and ablation was initiated. Approximately 10 minutes into ablation, after completing both left pulmonary veins, the patient experienced a drop in blood pressure. Intracardiac echocardiography (ice) revealed a pericardial effusion. The catheter was removed and the procedure was immediately stopped. The effusion was identified during ablation, and a pericardiocentesis was performed. The operator believed the effusion was likely related to equipment used during the transseptal puncture. The patient is expected to fully recover. The device is not expected to be return due to disposal.